Manufacturer narrative:
It was reported that the patient has a torn mcl. The surgeon plans to stabilize the knee with thicker poly inserts. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a torn mcl. The surgeon plans to stabilize the knee with thicker poly inserts. A revision surgery is planned to exchange the poly inserts.